Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported on 01jun2026 that the patient had a tear in their power cable, and the ventricular assist device (vad) coordinator noted low voltage alarms. The system controller was exchanged in the clinic on (B)(6) 2026. Upon review, log files captured unusual power cable disconnect and low voltage advisory alarms when the patient was on battery power. Low battery hazard alarms were also captured. The pump appeared to be operating within normal parameters. Patient support was ongoing. It was confirmed by the vad coordinator that the cause of the alarms was damage to the power cable, and the alarms resolved. No images were available.